Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a stent embolization occurred. Access was obtained via the femoral artery with a 6f runway krh guide catheter and another manufacturer's guide wire. The lesion being treated was "tight" and located in the moderately tortuous and severely calcified proximal rca (right coronary artery). The lesion was predilated with unspecified 2.0x12mm and 2.25x12mm balloons. During deployment, the stent "watermelon-seeded" out of the vessel and when the delivery balloon was deflated the stent embolized into the aorta. Attempts to locate the stent were unsuccessful and it was not retrieved. Following this event, the case was stopped. There were no patient complications reported and the patient's status is listed as okay.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)